Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value is unknown. They changed the battery and received a button error alarm along with a battery out limit alarm. No significant events leading to the keypad issue. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms noted. The pump had intermittent button response due to moisture damage on the keypad trace. No unexpected battery out limit alarm noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No numbers ramping scrolling bar moving with no input noted.